Event description:
A nurse reported that during vitrectomy surgery, the unit shut down. A second unit was used to complete the surgery with no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and replaced the xenon lamp in the table top illuminator. The sys was then tested and met product specs. The replaced xenon lamp was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).